Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, atrial lead could not be inserted into atrial port of the device. Physician had used silicone oil as recommended and was successful. The device will remain implanted.